Event description:
On (B)(6) 2023 I ((B)(6)) suffered a neck injury, which resulted in surgery and requires further surgery due to a defective/faulty underwater treadmill, manufactured by an FDA unregistered OEM(original equipment manufacturer) and in-use at physical therapy (at (B)(6)). I was referred to physical therapy for rehabilitation of my lumbar spinal fusion. Specifically, the treadmill violently stuttered while I was using it for therapy and caused me to fall, twist, and injure my spine in the water as I reacted to catch and protect myself. The physical therapist was already aware of the faulty equipment from previous appointments, where I was advised that "the equipment would only "stutter as it warmed up to faster speeds". Additional information received for report mw5162756 on 12-10-2024. Procode correction. Procode: iol.

Event description:
On (B)(6) 2023 I ((B)(6)) suffered a neck injury, which resulted in surgery and requires further surgery due to a defective/faulty underwater treadmill, manufactured by an FDA unregistered OEM (original equipment manufacturer) and in-use at physical therapy (at (B)(6)). I was referred to physical therapy for rehabilitation of my lumbar spinal fusion. Specifically, the treadmill violently stuttered while I was using it for therapy and caused me to fall, twist, and injure my spine in the water as I reacted to catch and protect myself. The physical therapist was already aware of the faulty equipment from previous appointments, where I was advised that "the equipment would only "stutter" as it warmed up to faster speeds". Watkins manufacturing corporation.